Manufacturer narrative:
An event of infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03331. Related manufacturer reference number: 2017865-2020-03332. It was reported that the device became infected. There appeared to be a wound on the pocket site. The system was explanted, and the patient was in stable condition throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.